Manufacturer narrative:
The device was manufactured between 13aug2019 and 14aug2019. One (1) device was received for evaluation. During visual inspection via the naked eye and magnification, a small tear/hole in the top left side edge of the bag was observed. Functional testing was performed, and a leak was noted from the top left side edge of the bag. The reported condition was verified. The cause of the condition could not be determined. The other device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked "on fold of side" (side weld). There was no patient involvement. No additional information is available.